Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter was used for evt. Ivus was performed and treatment was completed by the procedure. When the catheter was removed from the body, the user found the outer shaft coating had separated. The catheter itself was in one piece. The user felt no resistance during the procedure and does not know when during the procedure the outer coating separated. The device has not been returned for investigation. This case is being reported as there is a potential to cause harm if the issue were to recur. This was a peripheral case. There was no harm to the patient. No intervention was required to remove the device, nor was any additional medical or surgical intervention performed. The device was not removed as a system. The catheter was used one time. The patient was discharged as expected in "stable" condition. Lesion: calcification: moderate.